Event description:
It was reported by the patient that when the start button on the previously working remote monitor was unresponsive. Patient tried disconnecting and reconnecting power cord to no avail. A new power cord was sent. The monitor was later returned to the manufacturer. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the start button on the previously working remote monitor was unresponsive. The patient tried disconnecting and reconnecting the power cord to no avail. A new power cord was sent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that when the start button on the previously working remote monitor was unresponsive. Patient tried d is connecting and reconnecting power cord to no avail. A new power cord was sent. The monitor was later returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found liquid ingress on the printed circuit board assembly and the monitor was unable to power up. It was also noted that there was corrosion at the phone connector pin.